Event description:
Customer reported a lipid infusion was started on (B)(6) 2013 at 2207 at a rate of 20ml/hr and a vtbi of 450mls (50ml bag of lipids hung). At 0158 on (B)(6) 2013, the rn noted that the bag of lipids was empty. There was lipids still in the IV tubing, so the pump had not yet alarmed. The pump was turned off and the patient was assessed for symptoms. The patient reported no new discomfort and there were no changes in assessment. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.